Event description:
It was reported that a perforation with subsequent tamponade and death occurred. A left atrial appendage (laa) closure procedure was being performed. Baseline effusion was noted at the beginning of the procedure. A watchman access system (was) was positioned and then a watchman laa closure device & delivery system (wds) was advanced. After the closure device was deployed, an accumulation of fluid was noted in the pericardium. They continued the procedure and assessed release criteria. As the criteria was met the device was released. At this time, patients blood pressure decreased and a pericardiocentesis was performed. Cardiothoracic surgeon was called. Blood and fluid were drained off the heart and chest compressions were required to be performed. They were unable to revive the patient; the patient passed before any surgery was performed. Per the physicians assessment, the death was caused by a perforation with the was prior to device advancement. The perforation was located in the anterior lobe of the laa, and was not noticed until after the case while reviewing the contrast injections.